Event description:
A pt implanted with a 28mm cardioseal on 03/09/2006 experienced shortness of breath 6 hours following implantation. Evaluation following the episode revealed a perforation betweeen the right atrium and the aorta. The pt was immediately transported to the or for surgical removal of the device and repair of the defect. It was reported the pt was discharged and doing fine.